Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 700 mg/dl. Customer stated that infusion set was leaking at quick release. Customer stated that insulin pump had insulin flow blocked alarm. Customer declined the troubleshooting for high blood glucose and insulin floe blocked alarm. The device will not be returned for analysis.